Event description:
At the beginning of the case, user applied the bovie pad to the pt's buttock, put the settings to 35ct cut / 35cg coagulation and plugged in the bovie pencil handpiece to the forced triad machine. After the surgeon made incision with the knife, he took the bovie pencil to use. Upon pushing the coag button, the machine beeped and wouldn't work. All three screens lit up for several seconds and then started to work. This happened a couple times throughout the procedure. Not much trouble-shooting was done due to urgency to stop bleeding during the surgical procedure. A monopolar esu electrosurgical unit was also available for use for the remainder of the case with no problems.